Manufacturer narrative:
Initially it was assessed that a hemostatic valve separation issue occurred. The bwi product analysis lab received the device for evaluation on (B)(6) 2020 and on (B)(6) 2020 it was observed that the device was returned in the condition reported as the hemostatic valve was dislodged. It was also found that the signal connector was missing. Clarification was received on (B)(6) 2020 that there was no report of missing connector during the procedure. The hemostatic valve issue remains assessed as a MDR reportable issue. The missing connector was assessed as not MDR reportable as the potential for serious injury was remote. The device evaluation was completed on (B)(6) 2020. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation issue occurred. The hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - small was leaking. They noticed the hemostatic valve was leaking when advancing it into the patient¿s body. The sheath was replaced with an agilis sheath and the procedure was continued. They were not aware of any breakage of the hemostasis valve (gasket) in which it would break into two or more separate pieces or detachment from the sheath. No air was introduced into the patient¿s body. The blood loss was 10-15ml, hemodynamics was not compromised. The event did not require percutaneous or surgical intervention. There was no report of patient consequence. The device was visually inspected and the hemostatic valve was found dislodged into the hub and the connector was missing. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking blood since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device 00001342 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed and it appears to be related to the incorrect introduction of the vessel dilator. The connector missing condition cannot be related to the manufacturing process since there is evidence that the catheter was working correctly before leaving the facility. It could be lost during the transportation. For the valve issue, the odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation issue occurred. The hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - small was leaking. They noticed the hemostatic valve was leaking when advancing it into the patient¿s body. The sheath was replaced with an agilis sheath and the procedure was continued. There was no report of patient consequence. The event occurred while the sheath was being used on the patient. The deficiency was with the hemostatic valve that prevents back-bleeding. They were not aware of any breakage of the hemostasis valve (gasket) in which it would break into two or more separate pieces or detachment from the sheath. No air was introduced into the patient¿s body. The blood loss was 10-15ml, hemodynamics was not compromised. The event did not require percutaneous or surgical intervention. The issue was assessed as a MDR reportable hemostatic valve separation.